Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision; type of hip replacement product & hip: unknown. Reason(s) for revision: unknown. Update- added cup, head and sleeve from claimsuite email dated (B)(4) 2012. Update - added hip side, type of replacement, reason for revision and amended revision date. Taken from claimsuite dated 16th may 2014. Left; asr xl. Reason(s) for revision: pain. Update - amended original surgery date. Taken from claimsuite dated 28th may 2014.

Event description:
Asr revision. Type of hip replacement product hip : unknown. Reason(s) for revision: unknown.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.